Event description:
(B)(4). Cramping, sharp/stabbing pelvic pain, hot flashes, night sweats, loss of libido, hot flashes, bleeding/spotting after sex, painful periods (dysmenorrhea), painful intercourse (dyspareunia), bleeding between periods (menorrhagia), early menopause, incontinence, long menstrual cycles (polymenorrhea), yeast infections, breast pain/tenderness, abdominal spasms/ twitching/ fluttering, back, joint, chest, leg, breast, neck, spine, hip, chronic pelvic pain, face pain (trigeminal neuralgia), all over body aches/pain, gastrointestinal, nausea, vomiting, gas, constipation, diarrhea, severe bloating, metallic taste in mouth, heartburn, bowel issues, neurological, mental health, headaches or migraines, dizziness, tingling sensations, numbness, brain shocks, nerve pain, brain fog andndash; cloudiness, forgetfulness, anxiety/panic attacks, mood swings, depression, diminished brain function (brain fog, confusion, cloudiness, forgetfulness, short term memory loss), mood disorders, vitamin d deficiency, dental issues; insomnia.